Event description:
Patient presented to the physician with persistent pain in the back of the head since the implant procedure that worsens when chewing or talking. Physician prescribed pain medication.